Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the instrument reagent delivery and sample mixing was acceptable based on reviewing the result monitors. The cause for the discordant bun, ca, crea, glu and co2 results is unknown. The cse verified that the aliquot probe flow was acceptable and a system check performed on the aliquotter passed. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant urea nitrogen (bun), calcium (ca), creatinine (crea), glucose (glu) and carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). One patient sample was repeated on the same instrument. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant bun, ca, crea, glu and co2 results.